Event description:
Customer reported an over infusion of magnesium sulfate 20 grams/250 ml d5w. The intended programming was a 4 gram bolus over 30 minutes (200 ml/hr) followed by 1 gram/hr (12.5 ml) maintenance dose. The bolus was started around 1408 and the maintenance dose was started around 1445. At 1545 the user noted the bag was almost empty. The charge nurse determined that the pump was infusing at the bolus rate and turned off the infusion. Approximately 50 ml remained in the bag. Labs were drawn to check the patient's magnesium level. Calcium gluconate and oxygen were administered, and the patient was more closely monitored. The patient remained awake and vial signs were stable throughout the episode. Although requested, no additional event/patient information was provided.

Manufacturer narrative:
(B)(4): devices not received, log review only. The event logs have been received and an evaluation is pending. A follow up report will be submitted with investigation results once the evaluation is completed.